Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both had polarity switches. The leads were both capped and replaced. No patient complications have been reported as a result of this event.